Event description:
Review of service data detected a reportable event. During servicing, battery pack (B)(4) would not communicate. The last patient to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. As received, the battery would not communicate. Upon service investigation, the battery was found to have a low output voltage of 2.04v. The cause for the inability to communicate is the low output voltage. The root cause for the lot output voltage cannot positively identified but is likely defective cells. No adverse event resulted from the defective battery pack. The last patient to use this battery pack did not report any deficiences.